Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the sensor glucose value was 53 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose level was 53 mg/dl and 59 mg/dl. Customer was treated with cereal. Customer was at hospital and it was not calibrating. The customer did not want to troubleshoot. The insulin pump will not be returned for analysis.